Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. This is an ancillary service event. The root cause of the damaged power cord is unknown. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.